Event description:
The manufacturer received information alleging a patient stating that he had a sinus infection and has concerns about how to clean the device. The patient states he went to an ear, nose, and throat doctor, who put him on an antibiotic. The patient states the doctor also questioned how the patient cleaned the device. The patient states he uses vinegar/water solution and soap daily and was advised to follow the cleaning instructions in the device's manual. No other clinical information or medical interventions were reported. The patient states that he ¿feels the CPAP device helped to alleviate some of his symptoms and kept things moving but was not sure if the CPAP device may have contributed to the sinus infection. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a patient stating that he had a sinus infection and has concerns about how to clean the device. The patient states he went to an ear, nose, and throat doctor, who put him on an antibiotic. The patient states the doctor also questioned how the patient cleaned the device. The patient states he uses vinegar/water solution and soap daily and was advised to follow the cleaning instructions in the device's manual. No other clinical information or medical interventions were reported. The patient states that he ¿feels the CPAP device helped to alleviate some of his symptoms and kept things moving but was not sure if the CPAP device may have contributed to the sinus infection. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.